Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified balloon was non-spherical. The device was functionally tested too, concluding the balloon did not pass functional testing due to the output pressure reading was below specification and the leakage test passed successfully. The pump tubing was analyzed too, confirming its tubing had suture tie with foreign object, the pump presented body fluid contamination in the outflow ball. The leakage test confirmed pump fluid leak. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted and returned to analysis. It was confirmed the balloon did not pass functional testing with an output pressure reading, below specification.